Event description:
The customer reports that the system was being used in a case when the image went to gray. Reboot did not help. After a twenty minute delay they were able to complete the case with another c-arm.